Event description:
Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed.

Manufacturer narrative:
This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The reason for revision has not been provided and a revision has not been confirmed. A search of the complaints databases finds one other report against the 1787381 corail stem lot code. The device was non-contributing to the report. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. A search of the complaints databases finds no other reports against the remaining product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.